Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Visual evaluation / functional test was performed, tested in-house and was unable to remove mount from implant. Malfunction identified. DHR review was completed for the subject lot number 1268230. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268230 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release and dental : medical : infection. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque used to place restorative component or debris stuck in implant. Refer to attached summary investigation for infection. Therefore, based on the available information, a device malfunction did occur. Tested in-house and was unable to remove mount from implant. Malfunction identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient experienced infection at implant tooth site #14. The implant holder got stuck to the implant. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.